Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that mold was found on the bd intima ii¿ IV catheter prn adapter needle. The following information was provided by the initial reporter: "when preparing the indwelling needle for the patient, the indwelling needle pin was found to be moldy when the package was opened."